Event description:
The customer reported a crackling noise, burning odor, and smoke coming from the coulter act 5diff autoloader while running a sample. The customer stated that the fire department was not alerted. There no injury reported or medical attention required in connection with this event. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered the solenoid bank shorted causing the driver on main board to overheat. The fse stated that the solenoid bank shorted due to a leak from disconnected tubing at the bottom fitting of the differential bath. The fse indicated that 20 ml of fluid leaked and was contained within the instrument. The fse proceeded to replace the tubing and the main board to repair the instrument. Failure mode of the event is attributed to disconnected tubing from the bottom fitting of the differential bath; fluid leaked causing the solenoid bank to short out. (B)(4).